Event description:
It was reported that during total hip arthroplasty, instrument fractured while reaming the femoral canal. Surgeon was unable to extract the distal portion of the reamer; therefore the femoral prosthesis was inserted above the retained section of the instrument.